Event description:
Information was received from a consumer regarding a patient receiving sufentanil via an implanted pump. The indication for pump use was spinal pain. The patient reported that the pump was not working at all. The agent asked clarifying questions, and the patient stated that they were in for an adjustment today with their healthcare provider and they have resynced the device and tried to give a bolus but, the device has been stalling at 90% for about 6 months now and after 10-12 minutes, it will pop up saying bolus rejected. The patient added that they pulled the log and it was not even showing where they had made the bolus request anymore. The agent reviewed information and assisted the patient with clearing data on the handset. The patient then connected to the pump without the lag issue and saw a lockout of 53 minutes. The patient stated that they tried to give a bolus and had 7 left and now it said 6 left. The patient stated that they did not feel like they got that bolus. The agent recommended bringing this up with their provider to possibly pull the pump logs to further address the issue. The patient stated that the nurse practitioner called a representative today who told the patient to call in to patient services about the issue. The patient was going to monitor the lag issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.